Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator stopped cycling. There was no pt involvement. The cse inspected the device and replaced the exhalation and inspiratory flow sensors. The unit passed extended self-testing.